Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint rt265 infant breathing circuit has been returned to fisher & paykel healthcare (B)(4) and performance tested. Resistance and surface temperature measurements were performed on the inspiratory and expiratory limbs of the complaint device. Result: the resistance and surface temperature measurements of the inspiratory and expiratory limbs were within specifications. The hospital also reported that the breathing tube was lying directly on the patient's leg, without being covered. A lot check was not performed as no lot number was provided. Conclusion: we were unable to confirm the reported fault of the breathing circuit becoming very hot. No fault was found on the returned complaint device. The reported temporary reddening of the patient's thigh was most likely caused by prolonged contact of the breathing tube with the patient's leg. The user instructions provided with the rt265 infant breathing circuit states: - "avoid prolonged contact with patient's skin." - "do not cover the circuit with materials such as blankets, towels or bed linen."

Event description:
A hospital in (B)(6) reported that an rt265 infant breathing circuit kit became very hot and caused temporary reddening on the patient's thigh.